Event description:
This spontaneous case was received on 23-sep-2014 from a (B)(6) year old female patient (current age). The patient's medical history and concomitant medications were not reported. On an unknown date in (B)(6) 2014, the patient started treatment with restylane l, in the form of hyaluronic acid and lidocaine injection, right underneath both her eyes, below the tear ducts for aesthetic injection. The batch number used was not reported. On an unknown date, the patient experienced a severe reaction in which her entire face was infected. The patient stated "that it was hard as a rock". The outcome of the event was recovering. The reporter did not provide a causality assessment. The reporter declined to participate further in the reporting process. No additional information was available.